Manufacturer narrative:
Updating type of reportable event to malfunction.

Manufacturer narrative:
[Med watch mw5083169 received 2 7 19.pdf].

Event description:
The following was reported to gore: on (B)(6) 2019 a med watch (mw5083169) was sent via email stating during deployment of gore® excluder® aaa endoprosthesis, the deployment line broke halfway when pulled by md. The deployment of the gore® excluder® aaa endoprosthesis pla280300 was successful. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.